Event description:
It has been reported to philips that the geometry didn't start. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and confirmed that the geometry was not starting. Review of the system log file confirmed that the ipc geometry has failed. During troubleshooting, the fse found that the cause of the issue was geo ipc failure. The fse replaced the geo ipc. The geo ipc was returned to philips for further analysis. The analysis confirmed the malfunction of the geo ipc and identified that the failed component was hdd (hard disk drive). Following the replacement of the geo ipc, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.